Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the black box indicated several loss of prime warnings had occurred. The pump powered on normally and successfully completed ezprime steps with no loss of primes occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings; the pump performed within specifications. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was emitting recurring loss of prime warnings. The patient reportedly experienced elevated blood glucose (bg), but no bg values and no signs or symptoms were reported. The patient reportedly self-treated elevated bgs with an insulin pen. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported loss of prime issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.